Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump is failing the downstream pressure test. It's going off at 5.93-6.73 and then getting stuck in the downstream alarm screen was reproduced while performing the downstream occlusion testing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration values are out of range. Force sensor requires no tube and scale factor calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream pressure test device going off at 5. 93-6. 73 and then getting stuck in the downstream alarm screen (low) during testing in the biomed service department. There was no patient involvement. No additional information is available.